Manufacturer narrative:
Initial and final MDR-(B)(4). Device 2 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an infusion set leaking issue event on (B)(6) 2026. The infusion set tubing was leaking at the site. The infusion set had been in use for less than one day. The patient's blood glucose level was elevated, and a correction was administered using the pump. The issue was observed with four infusion sets. No further information available.